Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer is using apidra insulin, and using cold insulin. Tandem clinical support informed customer that using apidra insulin, and using cold insulin, is off label per the user guide. There was no reported adverse impact.